Event description:
It was reported that the customer experienced issues with the cartridge fit on their pump, describing the cartridge as difficult to place and not holding securely. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.